Event description:
It was reported that during a gastric bypass procedure, the device locked when fired by the surgeon. Another device was used to complete the procedure. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample batch is inspected at qa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.